Event description:
In 2007, around 1950 hrs, puritan bennett 840 ventilator screen completely went off blank while was on the pt, when the therapist was suctioning the pt. Rn and respiratory therapist bagged the pt and changed different 840 ventilator. No harm or change in pt status.